Event description:
Reporter stated originally calling into the MFR's customer svc due to recurring error message on the blood glucose monitoring device. Reporter stated after the error issue was resolved, the blood glucose device begins to read as if it is going to generate a test result with an un-dosed test strip. Reporter indicated the device goes to an error and did not produce a value. A request was made for the return of the suspect device and replacement product was sent.